Event description:
This customer requested an explantation for a shock advisory decision during a patient event. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). The customer requested an explanation for a shock advisory decision during a patient event. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.